Manufacturer narrative:
Qn#(B)(4).

Event description:
After the evar procedure they want to close the femoral. But the cover over the anker of the manta will not go into the sheath, sealing wasn't working we used a new manta and went well. No further delay or complications with regard to patient additional information: there was slight buckling of the bypass tube when it met mild resistance. The patient was reported as stable post the procedure. Associated complaints : (B)(4), (B)(4) and (B)(4).

Manufacturer narrative:
Qn# (B)(4). 3 units of 14f ce manta, 3 14f ce sheaths, 3 8f depth locators, and 1 14f ce dilator were received for investigation. 2 of the mantas were locked into the sheath. Out of the 3 mantas, components for 2 of them (anchor, collagen, and lock) were observed to be pushed out. The device lot history record review for lot number mn2201464 manta 14f ce indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications before shipment. Case details were reviewed. Following an evar procedure, a 14f ce manta was deployed for closure in the left common femoral artery. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered mild resistance attempting to advance the bypass tube into the sheath hub and slight buckling occurred to the bypass tube when met with resistance. The bypass tube would not cover the manta anchor and enter into the hemostatic valve. The first 14f ce manta sheath and device were removed. A second 14f ce manta dev ice and sheath were opened and deployed, completing the closure. The patient did not experience any harm or health consequences from this event and the outcome post-procedure was good. Later information received indicated the physician had to use a lot of brute force to try and lock the manta device into the sheath; and felt that is why the manta might have been forced deeper in the artery and the end, did not close the artery. The physician also thought the manta might have changed the structure of the artery. According to the return product evaluation, three devices were received. One 14f ce manta closure unit exhibits a bypass tube partially inserted into the sheath hub and aligns with the complaint submitted. Two 14f ce manta closure units exhibited damage (kinking) to the carrier tube and the sheath hubs are attached. The damage (kink) exhibited on the carrier tube is potentially due to brute forces applied to the devices, although these two devices returned do not align with what has been reported in the complaint. The IFU indicates: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device, and note: if the manta delivery system becomes kinked during insertion into the sheath, remove the entire system and open a new device. A CAPA was previously opened under teleflex quality system to address this issue and further investigations will be initiated if the occurrence rate exceeds the limit as per the CAPA. The der process will continue to monitor for any similar events.

Event description:
After the evar procedure they want to close the femoral. But the cover over the anker of the manta will not go into the sheath, sealing wasn't working we used a new manta and went well. No further delay or complications with regard to patient. Additional information: there was slight buckling of the bypass tube when it met mild resistance. The patient was reported as stable post the procedure. Associated complaints 3010252479-2024-00024, 3010252479-2024-00025 and 3010252479-2024-00026.